Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2018-13229. Reference MFR report: 1627487-2018-13230. It was reported the patient experienced ineffective therapy following a couple of falls. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the entire system was explanted.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2018-13229. Reference MFR report: 1627487-2018-13230.